Event description:
Customer reported that the device had a service indication and various fault codes logged in the memory. There was no report of patient involvement with the incident. Upon inspection of the device, the local physio-control field service representative found that the power key pad did not have a normal operation. One had to push hard to turn on the device.

Manufacturer narrative:
Physio-control evaluated the device and replaced the main control keypad assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.